Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that the catheter was broken on its proximal end as the coil was being repositioned during the coil embolization of the right middle cerebral artery (mca) aneurysm. The catheter was completely removed from the patient. The procedure was completed using another microcatheter. There was no reported clinical consequence to the patient who was reportedly in a stable condition.

Event description:
It was reported that during a lap colon procedure, all instruments with all reloads cut but did not staple. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.